Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon had a leak. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and catheter had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole, which confirms the reported event. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section on the body of the balloon. Based on the available information, it is possible that interaction with any surface during the procedure could create friction on the balloon, causing the problem of pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on april 26, 2022. During the procedure, it was noted that the balloon had a leak. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.